Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a blank display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Observed no illumination of display during startup. Pump had audible tones during startup. Pump audible and vibratory alarms are operational. Opened pump to investigate. Display screen is cracked..removed broken screen and replaced it with a test screen. Test screen worked with no issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).